Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient, who was 32 weeks pregnant at the time of the event, experienced elevated blood glucose levels after more than 48 hours of pod wear on the hip/buttocks. Blood glucose readings displayed as ¿high¿ on the omnipod system, indicating levels above 400 mg/dl; no specific value was reported. The patient was subsequently admitted to the hospital and diagnosed with elevated blood glucose and preeclampsia. She received treatment, including an insulin infusion followed by transition to multiple daily injections, and laboratory testing was conducted during admission. It was further noted that the patient has a history of high blood pressure, which was also being monitored. Upon pod removal, the cannula was observed to be bent, with blood present inside the cannula. The patient was transferred to another hospital on (B)(6) 2026; no anticipated discharge date was provided. No additional information could be obtained despite multiple good-faith efforts to collect further details. No further information is available. The manufacturer¿s instructions for use state that the omnipod5 smartadjust technology should not be used in pregnant women, as its safety has not been evaluated in this population.